Manufacturer narrative:
The instrument was inspected and tested on-site by co field svc engineer. There was no indication of an issue with the instrument, the device was tested and found to be functioning properly and within design specifications. The center tech could not state a cause other than possible operator error. The instrument is back in service at this time and has had no further issue.

Event description:
Customer reported the instrument was set to remove 1400cc, but removed 1500cc. There was no pt injury or medical intervention.